Event description:
Healthcare professional reported drain line tubing was not connected properly to drain bag of ultra set and leak was noted during manual exchange. Pt was already covered by antibiotic. Per healthcare professional, no pt injury resulted.